Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose and was receiving no delivery alarms during bolus. Blood glucose value the night before was 410 mg/dl and the morning of the call it was 444 mg/dl and then 312 mg/dl. Customer had received three no delivery alarms. Customer was unable to troubleshoot and was treating with manual injections.